Event description:
During an endoscopic ligation procedure, the physician used a 6 shooter saeed multi-band ligator. After deployment of the second band, the remaining band would not deploy. The user placed the handle in the two-way position and loosened the trigger cord slightly. However, the bands would not deploy. The ligator and the endoscope were removed from the patient and another ligator was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned ligator was unable to confirm the report as it was described. The ligator barrel was returned with two bands remaining in position. The handle as returned in the firing position and functioned properly. During our laboratory analysis, the ligator was loaded onto a endoscope that is in a curved position to stimulate worst-case scenario. The endoscope has an accessory channel that is 2.8mm in diameter. The two remaining bands deployed properly. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report the no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is remote. A definitive cause for the reported observation was unable to be determined because the ligator functioned as intended. A discrepancy or anomaly that could have contributed to the retorted observation was not observed during our evaluation. However, we can provide the following comments: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. The instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the returned product functioned as intended; the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.